Event description:
Additional information received 18mar2019: dates of admission and discharge confirmed to be (B)(6) 2018, respectively. The patient presented on (B)(6) 2018 with two episodes of syncope and intermittent nose bleed for three days. An endoscopy was performed which showed multiple non-bleeding arteriovenous malformations (avm) in the stomach and duodenum which were treated with argon plasma coagulation (apc). In addition to medication adjustment and transfusion, the patient's avms were cauterized. The bleeding resolved. No additional information was provided.

Manufacturer narrative:
Section b5: additional information received 18mar2019. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding and epistaxis could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 9 months, 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was presented with major bleeding. A transfusion was performed as well as an adjustment of patient medication. No other alarms, malfunctions, or adverse events were noted.